Event description:
It was reported that during follow-up, a decrease in sensing with an increase in capture threshold were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.